Event description:
On (B)(6) 2009, the pt reported that the up/down buttons on his insulin infusion device are not working properly. He stated that he wears his device in his pocket and he occasionally hears a beep as the top button remains depressed. He said he sometimes has to "play around" with the buttons as they "stick". He stated his device has been dropped a few times but has not been exposed to water or insulin. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.